Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) is thought to be depleting too quickly. Additionally, this implantable right ventricular lead has exhibited increasing and varying pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 2.45 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
Technical services advised completing a save to disk for the crt-d and sending it in for battery depletion analysis. The information provided suggests these products remain implanted. A save to disk was returned and analyzed. Review of data disk information revealed this crt-d does appear to be depleting prematurely and may reach a battery status of elective replacement indicator (eri) within the next year. The cause of the battery depletion can not be confirmed with data disk information. No additional information is available at this time. Should more information become available, this event will be reopened. Approximately twenty one months later, this device was explanted and replaced. At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.